Event description:
Balloon rupture.

Manufacturer narrative:
The actual device was returned to the manufacturer to be evaluated. On visual inspection of the balloon it was observed that there was a tear in the balloon almost near the center of the balloon length. On observation under the microscope it appeared as if the balloon was pulled through a tight introducer. The IFU supplied with this product instructs the user to use at least one french size larger introducer than the catheter's french size.